Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited loss of capture. A chest x-ray verified a dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.